Event description:
Impella purge set leaking. Equipment saved for manufacturer to follow-up. No other info has been received. Submitter stated the equipment had been sequestered for manufacturer to examine. Uncertain if that has occurred.